Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the error code 2 was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was additional findings include the following: peeling of the scope connector labels, cracking of the resin part at the distal end, cut on the sw(switch) 1, water invasion inside the device and torn lg (light guide) bundle cover. Non-olympus insertion tube insulation and other non-olympus repairs were found inside of connector. The endoscope was disassembled, and all durable components were inspected to company standards. The endoscope was reassembled with a new insertion tube. Additional repairs were done as required. This includes light guide connector repair/replacement, tension adjustment on control knobs, body control unit refurbishment, light guide tube repair, suction cylinder and tube button replacement. As a result of the refurbishment, the endoscope was restored to company original factory specifications. The investigation is on-going and follow up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the video colonoscope displayed error code 2, scope communication error. There was no patient harm associated with the event.